Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event and concomitant therapy dates are estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-33125 and 3006705815-2020-33127. It was reported the patient has been experiencing ineffective therapy for approximately 6 months. Reprogramming was unable to provide effective pain relief. X-rays were taken and no anomalies were noted. Patient denied any falls or trauma. System was explanted and no complications were noted during the procedure.